Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02202, 2938836-2020-02203, 2938836-2020-02204. It was reported that the device failed to convert the patient ventricular fibrillation (vf) episodes. Several shocks were delivered but did not convert the rhythm. Upon interrogation, the rhythm could be converted by its own since the most recent egms showed that the patient was no longer in vf. Undersensing was observed possibly due to small waveforms. Noise and sudden increase in defibrillation and pacing lead impedance were also noted on the lead. The patient expired on (B)(6) 2020.